Event description:
Boston scientific received information that interrogation of this cardiac resynchronization therapy defibrillator (crt-d) during a routine in-clinic follow up, revealed non-sustained ventricular tachycardia (vt) episodes due to noise on the right ventricular (rv) lead. The noise was oversensed, resulting in pacing inhibition for greater than two seconds. The patient denied being symptomatic during the episodes. The noise was unable to be reproduced with patient isometrics and pocket manipulation. Boston scientific technical services (ts) discussed the possibility of a device/lead connection issue or a lead issue. Ts also discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received from a health care professional (hcp) that further discussion with the patient found that the patient had undergone an unrelated surgical procedure on the day that the nsvt episodes were recorded. The hcp suspected that a magnet hadn't been placed over the device during the procedure. Available information suggests that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.